Event description:
Related manufacturer reference number: 2017865-2022-41267. It was reported that the patient presented to a scheduled procedure. Prior to the procedure, the atrial lead exhibited suboptimal sensing due to lack of slack. Fluoroscopy imaging showed that the atrial lead was dislodged. The lead was explanted and replaced. It was also reported that the pacemaker was relocated due to patient discomfort at the pocket site. The patient was recovering.

Manufacturer narrative:
The reported events were lead dislodgement, unspecified sensing issue, and lead slack issue. As received, a complete lead was returned in one piece for analysis. The reported event of unspecified sensing issue was not confirmed. Electrical testing and x-ray examination was normal. Visual inspection of the lead did not find any anomalies except for procedural damage.